Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. The field service engineer (fse) had contacted the customer, who successfully replaced the cubie jam. And the fse had logged in to the station remotely, tested hardware issues, and no issues were found. The system functioned as intended after the customer resolved the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to open. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.